Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated no longer having therapeutic effect. Patient mentioned that they had an MRI around june and it stopped working from then. Patient was concerned that the device might be damaged because they did not turn the programmer off before the MRI, however agent reviewed it is not necessary to turn programmer off. Patient confirmed MRI mode is active at the time of MRI. Patient also stated that their son thinks that the wire got fried and that must be the reason their therapy stopped working. Patient went to their doctor and had it calibrated but patient started pissing their pants again. Patient also noted that they cannot leave their house anymore because of the symptoms. Patient also added that the therapy worked well at first but it just suddenly stopped working. Agent walked caller through changing programs and increasing stimulation to a comfortable level. Patient confirmed feeling stimulation at a comfortable level. Patient to monitor the issue and redirected to hcp is issue persists.